Manufacturer narrative:
An event of aortic stenosis was reported. Morphological and histopathological examination revealed calcifications, fibrous pannus ingrowth and fibrous thickening on all three leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however, it is consistent with calcifications and pannus.

Event description:
On (B)(6) 2015, a 23 mm trifecta valve was implanted due to severe aortic stenosis. On (B)(6) 2017, high-grade valve stenosis was noted. The valve was explanted and replaced with a 23 mm edwards intuity valve. The patient is reported to be stable. Patient identifier, weight and gender is protected under local privacy laws, and therefore is not recorded.